Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the incoming current, fall-off, and therapy electrode recognition tests. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.